Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device under delivered the medication. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. The returned sample was received in its original packaging without opening inside a plastic bag. The complainant returned unit was visually inspected at a distance of 12 to 16 inches under normal conditions of illumination. No damages or other defects were detected on the sample. The sample was set for accuracy testing to look for unusual function and no discrepancies were detected the sample was fully priming and connected without difficulty. The pump was set running and no alarms were activated, no occlusions detected. The failure mode reported was not confirmed. Root cause cannot be determined since the complaint was not confirmed. No corrective actions are required since the complaint was not confirmed.

Manufacturer narrative:
The product's history records were reviewed and there were no non-conformances that would have resulted in the reported complaint., corrected data: h.6. And h.10.